Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. D4 batch #: x9536u. This is an analysis of an image submitted for evaluation. Image: the image provided by the customer shows a harh36 device with the shaft bent. The blade tip could not be seen due to the jaw was wrapped in a plastic bag. Based on the photo, the reported event was not confirmed. However, no conclusion could be reached as to how this issue occurred through photo analysis. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft bent. Additionally, the device was returned with the tissue pad damaged, melted, and not all present, and the missing portion was not returned. The blade was not broken off as reported by the customer. No functional testing could be performed, as the clamp arm did not open and close due to the returned condition of the instrument. Our manufacturing process has been reviewed and there is no current evidence of this issue. The device was disassembled to verify the internal components and no anomalies were found. The damage on the shaft is related to improper use of the device. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device lot/batch x9536u, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.